Manufacturer narrative:
.

Event description:
The representative reported that the hcp stated the patient expired two days after pump implant. Additional information has been requested from the physician.